Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, bent cannula, and cannula possibly not inserting correctly into the infusion site or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward; indicating the needle mechanism did not function as intended. The patient reported the cannula was bent and being unsure if the cannula was properly inserted in the infusion site (back). The patient's blood glucose rose to 14 mmol/l (252 mg/dl) while the pod was worn for between 4 and 24 hours. As treatment, a new pod was applied.